Event description:
The hospital reported that during a coronary artery bypass procedure, the aortic cutter did not come out. A replacement was used to complete the procedure. The hospital reported no pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the cutter had been actuated, and the cutter and needle were extended. There were no nonconformities with the device. There was evidence of blood on the device. Based upon this visual observation, the reported complaint "cutter did not come out" was not confirmed. Internal file number - (B)(4).